Event description:
It was reported that loss of capture and microdislodgement of the lead was observed after implant and pocket closure. The pocket was re-opened and the lead repositioned. Capture was in unipolar mode only.

Manufacturer narrative:
No medwatch form was received.